Event description:
Patient sample with no previous antibody history had a positive antibody screen, but no reactivity with the panel cells. Additional testing was performed and an anti-e was identified. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).